Event description:
This lead was implanted on (B)(6) 2003 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 states that patient has a (B)(6) atrial lead and the impedance has been varying between 300 and 1000 ohms recently. Caller wanted to go over impedance limits and what would cause an alert for impedance for the ra lead. The physician was dr. (B)(6) at (B)(6) clinic cardiology in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).